Manufacturer narrative:
Investigation results: summary: six samples were received for evaluation by our quality engineer. Upon visual inspection of the samples, the packages were observed improperly cut, causing the packages to be open along one side. A device history record review revealed one annotation during the production of the provided lot number related to this defect. During the packaging process of this lot, it was detected that the packaging machine was not properly guided. Once the error was detected, the defective samples were rejected and the process was repaired. The sealing joint was also replaced. It has been determined that the samples in question are a result of this detected error during packaging. The manufacturing department has been made aware of this incident and has been requested to monitor this defect. Conclusion: six samples of 30ll lot 1802211 were received for investigation. Upon visual inspection these samples received it can be observed the blisters are open along one side, they are not correctly cut causing open blisters. DHR of lot 1802211 has been reviewed finding an annotation regarding the alleged defect. During primary packing process film and paper are guided by a chain for forming and sealing process. During packing process of this lot, incidence was detected in packing machine related to paper and film not correctly guided in the chain and sealing problems. Once detected, defective samples detected were rejected and mechanical team repaired the failures, sealing joint was replaced by a new one. These failures were the root cause of the alleged defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since issues were identified during manufacturing process of this lot related to bad sealing, we can confirm that the root cause of the non-conformance is related with a failure in the packing machine during sealing process. In order to reinforce our customer satisfaction, we would like to inform you that our manufacturing facility was alerted of your experience, raising the awareness on the production floor in order to pay more attention to this matter. Defect: open seal final products in this manufacturing line, for this reference and lot size (22 pallets) are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Assembly: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Primary packaging: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Root cause: DHR of lot 1802211 has been reviewed finding an annotation regarding the alleged defect. During primary packing process film and paper are guided by a chain for forming and sealing process. During packing process of this lot, incidence was detected in packing machine related to paper and film not correctly guided in the chain and sealing problems. Once detected, defective samples detected were rejected and mechanical team repaired the failures, sealing joint was replaced by a new one. These failures were the root cause of the alleged defect.

Event description:
It was reported there was a defect found on the blister of a bd plastipak¿ 30 ml luer-lock syringe found prior to use risking sterility. There was no report of exposure, injury or medical intervention.